Manufacturer narrative:
Lot review: a review of lot# 3028492 showed that (B)(4) units were manufactured, tested, inspected and released in march 2015 citing no anomalies. Not returned.

Event description:
Complaint received regarding one ch-62, chemoclave vial spike, lot# 3028492, (mfd. 03/2015). Report states; leaking of product during use. Unspecified small amount of chemo leakage. There was no exposure or emergent treatments required. No serious adverse patient consequences reported.